Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that "patient began to feel a ¿catch-up¿ of harmonyca¿ set last year. Patient was also injected with volite and profhilo. Approximately one and a half years later, juvéderm® volite¿ was injected in several rounds. The patient then experienced "swollen lymph nodes and eventually more lumps in areas where patient has rags, especially where harmonyca was set, patient has not had any disease symptoms during this period." Patient then "felt that the whole ck 4 area was completely gnarled, also some lumps on the neck." Patient had taken lots of blood tests and the doctor found non-device related streptococcal infection in the throat. Patient has been on apocillin for 8 days and it has not gotten any better. Hcp told patient to finish the apocillin cure which was in 10 days, possibly start on dalacin and also ciprofloxacin, and put hylase if it doesn't get better now." Symptoms are ongoing. This record relates to juvéderm® volite¿ injection.